Event description:
It was reported to boston scientific corporation that during a biopsy procedure while using four trupath biopsy devices on the same patient, it was difficult to arm the devices and they spontaneously misfired. There were no patient complications reported as a result of this event. Note: the complaint associated with this report is related to another complaint. Refer to associated manufacturer report numbers 3005099803-2009-1813, 3005099803-2009-2046 and 3005099803-2009-2047 for a report on the other complaint.

Manufacturer narrative:
According to the complainant, the suspect device has been disposed of and is not available for return. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined. Product unavailable for analysis.